Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 548mg/dl without symptoms. The patient self-treated with insulin via injection. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, the variation is due to known cause of cartridge change, prime menu accessed and loss of prime issue. The bolus totals do not match with greater than 5% difference. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: a review of the black box showed the delivered boluses matched correctly to the total daily dose bolus history. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and at the end of testing the basal history and total daily dose showed the correct rates. A manual 10 unit audio and a 10 unit normal bolus were performed and the user's programmed basal rates were correctly recorded. The pump passed delivery accuracy testing, and was found to be delivering accurately and within range. No alarms or issues occurred during testing. The complaint of bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during the investigation.